Event description:
During placement of the sheath introducer, the physician hit an artery causing pt's blood pressure to drop. They put pt on bypass and checked the punctured artery. They felt the puncture was small and bleeding would stop. Following surgery they removed the pt from bypass and again the blood pressure dropped. They found that they had transfixed the vein and artery, and punctured the lung. The physician admitted that the incident was his fault. The pt recovered.